Event description:
Based on 7/16/96 post-op xrays, it was determined that pedicle screw at l5-s1 level broke. Breakage occurred at less than 4 mos. Post-op. X-rays at 5/21/96 showed no breakage. Pt is doing well. Hardware has not been explanted.